Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and stained end cap sticker. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had moisture under screen. Customer was unable to see screen in sunlight, effecting visibility. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.